Event description:
It was reported that a ventilator became inoperative while in use on a patient. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board assembly (pcba). The ventilator passed all testing.